Event description:
The patient was at home when their ICD fired x 10. Ems was called. The ICD shocked an additional 8 times which was witnessed by ems. The patient complained of palpitations but denied chest pain and shortness of breath. The ICD was interrogated in the ed. It indicated that noise was noted on the stored electrograms (egms) consistent with a sprint fidelis lead fracture. The sprint fidelis lead was capped and remains insitu. Another lead was implanted. The patient's outcome was satisfactory. Manufacturer response (as per reporter) for lead, sprint fidelisno response at this time.